Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hemicolectomy procedure, for the third firing for side to side anastomosis, they connected the reload to the adapter. The surgeon opened and closed the jaws for a few times in the surgical field, tried to push the green firing mode button, however the status indicators were already flashed green. They re-connected reload to adapter, and confirmed 3 indicators of handle /adapter/cartridge were all illuminated green. The surgeon closed the jaws in the surgical field, the status indicators were illuminated green. He started firing, however, on the halfway, a strange sound was heard. The half of the staple line (distal end) was incomplete. The surgeon manually sutured the incomplete staple line, and stapled the entry hole with the same device and new reload. As the surgeon found a space at intestinal canal, for safety purpose he re-resected intestinal canal. He used another handle, another adapter, 3 new units of reload and 1 new reload. The surgical time was extended by less than 30 min. There was no permanent tissue damage.